Manufacturer narrative:
Pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. Pump was received with intermittent button response due to flattened down arrow and act button dome switch. Keypad connector was fully locked. No cosmetic damage noted.

Event description:
Customer called to report damage to the insulin pump. Customer also reported that they are experiencing high blood glucose levels. Customer's blood glucose at the time of the incident was 600 mg/dl. Customer treated their high blood glucose with the insulin pump. Troubleshooting was done and the pump passed functional testing. However, advised discontinuation of the insulin pump and revert to back up plan per health care professional due to damages. Product is being returned and replaced.